Event description:
Customer received errors and flags on many different assays. Customer provided discrepant calcium results for one pt. Initial result gave 11.6 mg per dl. Same sample sent to reference lab in early 2009 gave 10.6 mg per dl. The initial result was not reported, the pt was not treated based on an erroneous result.

Manufacturer narrative:
The field service rep determined the cause to be a leaking rt2 reagent probe. He tightened the fitting on the probe and checked dryers, reagent flow, sample flow, sample probes and lamp. The field service rep ran check cassette to verify analyzer operation.